Manufacturer narrative:
(B)(4). The device (catalog#) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports the extension line has ruptured probably during repeated flushing. The device was in place/in use for two months.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for evaluation. The luer hub was sliced and separated. This damage was assumed to be intentional and therefore did not contribute to the outcome of the complaint investigation. Visual examination of the extension line revealed a small separation near the luer hub. The appearance of the separation was jagged, consistent with excessive pressure or tension being applied to the extension line. The returned catheter body was cut to 300 mm, which indicates that at least 200 mm of the catheter body was separated and not returned. The outer diameter of the distal extension line and the inner diameter of the extension line were measured and were found to be within specification. The returned catheter was functionally tested by injecting water using a lab inventory syringe. A small leak was detected adjacent to the luer hub on the extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation. A small separation was detected at the junction of the luer hub and extension line body. The separation was consistent with undue force or pressure being applied to the lumen. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the extension line has ruptured probably during repeated flushing. The device was in place/in use for two months.